Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, heavily calcified, 75% stenosed proximal to mid right coronary artery. The 3.5x15 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion without resistance felt; however, during the first inflation, the balloon ruptured at 10 atmospheres. A different sized nc trek bdc was inflated successfully at the lesion for predilatation and the procedure was completed with stenting of the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
Concomitant products: guide wire: runthrough, elite; guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.